Event description:
The service report shows that the customer alleged that the 840 ventilator went into a ventilator inoperative condition while in use on a patient. The nellcor puritan bennett customer support engineer (cse) could not duplicate the reported event, however he did verify error codes in memory that substantiate the customer's claim. The cse replaced parts as a precautionary action. The customer reported that there was no harm or injury to the patient.